Event description:
It was reported that an increase in pacing lead impedance was observed when an asymptomatic patient presented in-clinic for normal follow-up. Further evaluation of the lead was planned and the patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.